Event description:
This is a spontaneous report by a physician from (B)(6) of leaking bag (coded to product container leak) and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unknown date, the patient noticed that an extraneal bag was leaking but he went ahead and used it in his therapy. On (B)(6) 2010, the patient was diagnosed with peritonitis. The patient was hospitalized on the same day for the peritonitis. On an unreported date, during his hospitalization the patient received unspecified antibiotics. The patient has not recovered from the peritonitis. Extraneal therapy was ongoing the physician reported that the event of peritonitis was probably associated with extraneal viaflex therapy. No causality statement was reported for the leaking bag.

Manufacturer narrative:
(B)(4). This incident of peritonitis was the result a leak in the bag of extraneal solution used during kidney dialysis therapy. The patient noticed the leak but used the bag of solution anyway. There was no allegation against any baxter peritoneal dialysis devices; therefore this incident is no longer a medical device reportable serious injury. No further device investigation will be conducted.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.